Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had requested to pull the keystrokes. A technical support specialist pulled database backup and cubex audit log file for investigation and explained customer that the cubie had been accessed a total of three times, which correlated with the transactional data found in myqlink to and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had a discrepancy in the keystrokes. The user counted the medication on (B)(6) 2025 and created a 2 di and then resolved the di with no explanation. A missed transaction within those 2 days, nurse removed it for a patient without finishing the transaction and it was not captured.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.